Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 50 mg/dl and current blood glucose value was 389 mg/dl. It was unknown if the customer was using insulin pump system within 48 hours of reported event. The auto mode status was unknown. Customer was treated with food. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.